Event description:
An attempt was made to deploy a 2.25 mm diameter x 12 mm length endeavor resolute rapid exchange coronary stent in the distal lad which exhibited 85-90% stenosis. It was reported that the relevant device would not cross the proximal lad which was highly calcified. After several pre-dilations the result did not change and the stent dislodged from the delivery system during attempts to pass. Attempts to retrieve the stent failed; however, the physician decided to leave it since there was no effect on blood flow and the patient was stable. No additional clinical sequelae were reported. Please noted that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: highly calcified proximal lad, failure to deliver the stent, stent embolism.